Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was a cut through the insulation from the terminal pin which was induced during handling.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to insulation damage. The lead was never in service. No adverse patient effects were reported.